Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce or confirm an undetected upstream occlusion. The device was within specification and no malfunction could be identified. An upstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. The pump also passed additional upstream and downstream occlusion testing. When the spectrum pump alarms for "air-in-line" the user is warned that an upstream occlusion may exist.

Event description:
It was reported that a pump would not alarm for an upstream occlusion and the pump displays "air detected". The customer stated that the device was tested at the facility and confirmed that the pump would not alarm for an upstream occlusion. It was also reported that there was no patient injury.